Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) who evaluated the unit reported that the pneumatic module assembly, rohs used to evaluate the iabp was borrowed from a demo iabp. Upon installing the pneumatic module assembly and monitoring for approximately two months, no abnormalities have been observed. A repair estimate was provided to the customer; the required parts to complete the repair have been ordered. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp unit, reported that the new pneumatic module assembly had been installed. After replacing the pneumatic module assembly, the iabp was tested to operate correctly, and has already been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse performed an all manifold test and a patient interface module (pim) test which both failed. The pim was replaced. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The patient was switched to a cs300 iabp. No patient harm, serious injury or adverse event was reported.